Event description:
It was reported that the treatment field appeared shifted by approx 2cm with respect to the imaging reticule when it was correlated against the graticule. It was determine that the electronic portal imaging device (epid) may not have been fully in the horizontal position. Although we are unaware of any pt injury related to this incident, this issue could potentially affect the location of the treatment application if it were to recur.

Manufacturer narrative:
Results code: electronic portal imaging device (ept) not fully in horizontal position.